Event description:
Pt in surgery for retinal reattachment via vitrectomy technique under local anesthetic. Pt became agitated during procedure, sat up, thrashed around and ripped tubing out of their eye. Infusion cannula was broken at its base with only the white part of the cannula remaining sewn in the eye. Pt reprepped and draped. Stub of cannula removed by surgeons. Superior rectus muscle separation/rupture repaired.